Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported having high blood glucose on the 600s mg/dl, and he changed the infusion set. The customer stated that he already took 16 to 17 units of insulin and his blood glucose did not drop. Tree hours later, the customer called back and stated that he is in the emergency room due to diabetes ketoacidosis, and the insulin pump was malfunctioning. Troubleshooting was performed. The time and date were correct, but the bolus wizard settings were unknown. Reviewed the alarm history and found low reservoir alarms. Performed the high pressure test and passed. No further information was provided.